Manufacturer narrative:
The insulin pump was received stuck in critical pump error (open book image) and unable to download due to severe corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Unit received with cracked select button on keypad overlay. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked case on battery tube area, severely faded serial number label, missing end cap address label, corrosion in battery tube, corrosion on force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a critical pump error alarm . Customer's blood glucose was unknown. Customer stated that there is no other alarms after the critical pump error. Customer was advised that insulin pump would need to be replaced. Product is returning for analysis.